Event description:
The customer reported an uncontained leak on the coulter hmx hematology analyzer with autoloader. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found the tubing disconnected from ff174 at pinch valve pv49. The fse replaced the tubing at pv49 which fixed the leak. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).